Event description:
It was reported that this right ventricular (rv) lead was repositioned due to lead dislodgement which was confirmed through x-ray and noted loss of capture (loc) at high output. The leads were removed from the main device and were pushed with a stylet and were sufficiently bent. This rv lead remains in service. No additional adverse patient effects were reported.